Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: upon receipt, the catheter sheath introducer was within a plastic bag. The sheath cannula and sideport tubing were grossly stained with dried blood. The sideport tubing was severed in two pieces, measuring 7 cm and 12.5 cm. The entire length of the sheath cannula was compressed, elongated, and twisted, with the exception of the most distal 2 cm of the cannula. Functional testing: laboratory simulation testing was performed by placing a 4x4 gauze over the side port tubing of a sample sheath. During attempts to cut the gauze with a pair of bandage scissors, the tubing underneath the gauze was also cut. Damage similar to that seen on the returned sideport tubing was observed. The condition of the sheath cannula revealed that it is possible, by applying pressure to the groin area while simultaneously pulling the sheath, to cause enlogation of the cannula as seen in the returned sample. Microscopic examination: further evaluation of the sideport tubing using scanning electron microscopic (sem) revealed that the sideport tubing was severed by a scissor-like instrument. This was demostrated by the presence of outer surface material that was pushed inward across the cross-sectional wall thickness. Peaks in the material were also formed due to the cutting action of the scissor-like instrument. A review of the manufacturing records revealed no anomalies. The sideport tubing separation does not appear to be related to any manufacturing defect or discrepancy and has been attributed to user error.

Event description:
A cardiac cath and ptca procedures was completed on a 72 year old female pt. The arterial csi was sutured with a sidearm drip attached. A pressure dressing with a "clear tape" was applied. The pt was transferred to the ICU. Four hours later, oozing around the csi was noted. The nurse applied an add'l 4x4 and dressed the area with more tape. Approx 10 hrs post cath and ptca procedures, the sidearm of the csi was noted to be separated 3-4 cm from the barb. The csi was removed and pressure was applied. No interventional procedure was required. The pt's condition was reported as satisfactory with no other reports of injury or complications. The product has been returned to co for evaluation and testing; however, the engineering evaluation is not yet complete. Please note date of 1/23/97 for submission of such info, pending completion of the analysis.